Event description:
It was reported that during a carto xp procedure to treat a svt, the physician recognized charring traces on the tip of the catheter when he pulled the catheter out of the pt's body. Multiple follow ups were made regarding the size of the catheter and the number of ablations performed, but no info was received. Upon receipt of the product and during analysis on 02/02/2010, it was found that a sufficiently large portion of the tip was covered with char.

Manufacturer narrative:
Upon receipt of the catheter, the reported char from the tip of the catheter was observed. The catheter was evaluated to investigate the char condition. Analysis indicated that the catheter passed electrical test, temperature bath test and generator test. The cause of the char condition could not be determined. However, it does not appear to be catheter issue related as the catheter passed analysis testing. (B)(4).